Manufacturer narrative:
Date of event: exact date unknown, event occurred a few days ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50 serial: (B)(4). Batch: 7091166 product family: scs-ipg-r-MRI upn: (B)(4). Model: sc-1200 serial: (B)(4). Batch: 374397.

Event description:
It was reported that the patient developed an infection which started in the midline incision site. Pain and puss at the incision site were noted. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and leads will not be returned.